Manufacturer narrative:
As part of our investigation, olympus followed up with the author by telephone and in writing in an attempt to gather additional information and but with no result. The article did not provide specific model or serial number for the referenced scope; therefore, it is unknown if the scope was returned to olympus for evaluation/service and a review of the instrument¿s history could not be performed. This report will be updated if new information becomes available at a later time.

Event description:
Olympus received an article titled ¿time for that colonoscopy? First, ask your doctor how the scopes are cleaned.¿ the article mentions that a patient developed an escherichia coli infection and sepsis after undergoing a colonoscopy procedure in (B)(6) 2016. According to the author, the three day postoperative patient presented to the emergency room symptomatic and was diagnosed. The author also reported that the patient continued to experience symptoms and discomfort for up to a year after the diagnosis. Additionally, the patient¿s doctors believed the infection was likely attributed to the procedure. The patient¿s course of treatment and current condition are unknown.